Event description:
On (B)(6) 2012, an event involving the cormatrix ecm for carotid repair product was reported to cormatrix cardiovascular. On (B)(6) 2012, the pt was implanted with the cormatrix ecm for carotid repair product during a right carotid endarterectomy procedure. On (B)(6) 2012, the pt suffered a right hemisphere ischemic stroke. Subsequent to the stroke, complete occlusion of the right carotid artery with poor collateral circulation was observed. Numerous attempts were made to navigate microwires and microcatheters across the occlusion, but were unsuccessful. The pt was then started on an anticoagulation drug treatment regimen to dissolve the clot. The pt currently recovering. The cause of the stroke and occlusion is unk; however, the physician indicated that this event was not related to use of the cormatrix ecm for carotid repair product. It was also reported that the pt had multiple medical problems and had previously undergone multiple cardiac and vascular surgeries.

Manufacturer narrative:
This event was reported as part of a postmarket study that cormatrix cardiovascular is currently conducting for marketing purpose. Since the principal investigator stated that he did not consider this event to be related to the product, the event was initially not processed through cormatrix cardiovascular's complaint handling system. This adverse event was reported to the institution's irb.